Event description:
Device 4 of 4. Reference MFR report: 1627487-2014-00219, 00220, and 00221. The patient ((B)(6)) was implanted with four percutaneous leads from different lots for peripheral nerve stimulation (off-label). It was reported the patient was not receiving effective stimulation. Efforts to resolve this matter via reprogramming reportedly resulted in unpleasant stimulation for the patient. A diagnostic test found invalid impedance measurements for several contacts of one of the leads. Surgical intervention was undertaken to explant and replace the patient's leads. Adequate stimulation was obtained for the patient following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.